Event description:
It was reported that customer was about to give up on sensors. It was found that customer calibrates close to meal. Customer stated she was unable to get the insulin pump to calibrate and went to threshold suspend and stopped insulin delivery. Customer woke up with blood glucose of 450 mg/dl. Customer reported that there was also issue with sensor not penetrating the skin. Troubleshooting was done. The customer was advised that there could be serter issue. Advised the customer the sensor and serter would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite serter, showed that it was functioning properly and passed per specifications.